Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported failure to alarm for air in line event could not be confirmed through laboratory testing and log review. The pump modules were found to be operating within specifications. An internal and external inspection of the suspect pump modules were performed, and no issues related to the reported event were found. The air detection system of the suspect pump modules was tested using the air-in-line threshold product analysis procedure (dir 10000360032). The air detection system was determined to be operating within specifications. The suspect pump modules s/n: (B)(6) passed all the pm tests in alaris system maintenance (asm) (v12.3). The facility reported a failure to alarm for air in line, time and date not reported. A review of the pcu and pump module error logs showed no errors were recorded related to the reported issue. From 10:59 am to 11:07 am on (B)(6) 2025, two pump modules 8100 were evaluated using the returned pcu. For pump module s/n: (B)(6) on channel a, the pcu was powered on and connected between 11:04 am and 11:06 am with an infusion programmed at 500 ml/h and a vtbi of 250 ml. The infusion started with no initial infused volume, an air in line alarm occurred at a pvi of 10.193 ml, and the infusion was restarted. At 11:07 am, channel off was selected, all devices were turned off, and the final pvi was 17.092 ml. From 10:59 am to 11:03 am on (B)(6) 2025, pump module s/n: (B)(6) was evaluated on channel b under the same programmed conditions of 500 ml/h and a vtbi of 250 ml. The infusion started with no initial infused volume, an air in line alarm occurred at a pvi of 3.782 ml, and the infusion was restarted. A second air in line alarm occurred, after which channel off was selected and all devices were turned off, resulting in a final pvi of 29.819 ml. All devices were confirmed powered off again at 11:07 am. Pcu/pump module technical service manual 2.5.2. Accumulated air-in-line when the accumulated air-in-line option is set to disable, the system sounds an alarm only when it detects an air bolus larger than the bolus size set as the air-in-line detection threshold either 50, 75, or 250 microl. (In anesthesia mode only, the threshold value can be set to 500 microl.) See section 2.5.3 air-in-line settings. When enable is selected, not only does the air-in-line system detect and respond to a bolus size greater than the selected air-in-line threshold of 50, 75, 250, or 500 microl, it also detects and responds to multiple small boluses of a pre-determined number, depending on the bolus size selected as the air-in-line detection threshold. 2.5.3. Air-in-line settings. The air-in-line detection threshold specifies the amount of air that can pass through the detector in a single bolus before an alarm sounds. In normal use, the threshold can be set at 50, 75, or 250 microl. The default setting is 75 microl. (In anesthesia mode only, the threshold value can be set to 500 microl). The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported failure to alarm for air in line event could not be determined through laboratory testing and log review. The pump modules were found to be operating within specifications. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that air was observed in the infusion line past the air in line sensor. The pump had failed to alarm for the air in line. There was patient involvement, but the outcome is unknown.

Event description:
It was reported that air was observed in the infusion line past the air in line sensor. The pump had failed to alarm for the air in line. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.